Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprostheses (tg3715/06490739-distal, tg4020/06431462-proximal). The preoperative aneurysm diameter measured 58 mm. On (B)(6) 2009, follow-up images showed a type ii endoleak from an intercostal artery. The aneurysm diameter measured 58 mm. On (B)(6) 2009, the persistent type ii endoleak was observed. The aneurysm diameter measured 59 mm. On (B)(6) 2010, resolution of the type ii endoleak was confirmed. However, a distal type I endoleak was identified. The cause of the endoleak is unknown. A gore® tag® thoracic endoprosthesis (tgt3710/7500106) was implanted to repair the type I endoleak. On (B)(6) 2010, a minor distal type I endoleak was identified. On (B)(6) 2010, infection of the devices was identified. The cause of the infection is unknown. On (B)(6) 2010, antibiotic treatment was provided. On (B)(6) 2010, all three tag devices were explanted and replaced with a vascular graft. On (B)(6) 2010, the patient expired due to the infection.

Manufacturer narrative:
Additional manufacturer narrative/corrected data: the review of the sterilization paperwork verified that this lot met all pre-release specifications.